Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the mcs instrument failed to close while the surgeon was sweeping the bowel and as a result, bowel tissue was torn. The injured bowel tissue was oversewn and the patient was hospitalized for an unspecified period of time.

Event description:
It was reported that during a da vinci-assisted benign-hysterectomy procedure, the monopolar curved scissors (mcs) instrument did not operate as expected and failed to close which led to a tear of bowel tissue. The surgeon reported that the tip of the mcs instrument did not close all the way and the injury occurred while the surgeon was sweeping the bowel. The bowel injury was oversewn by the surgeon and the patient was hospitalized for an unspecified period of time. The instrument was sent for reprocessing, and it was observed that a wire was sticking out from the scissor tip. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information: the instrument was inspected prior to use. No instrument fragments fell inside the patient¿s anatomy.